Event description:
Manufacturer's ref: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the machine on site. The performed system checkout passed and no abnormalities could be found. According to the information from the customer, the flow transducer test fails occasionally. The machine passed all functional tests and is in working order. A set of device logs were sent for evaluation. The test log shows no failures prior to and during the event. The technical log shows that gas analyzer error was generated a few days before the reported event and the event log contains alarms for high continuous pressure, high peep and airway pressure higher than set. No similar cases have been reported after this event. The root cause of the reported issue cannot be established by this investigation.

Event description:
Manufacturer's ref: #(B)(4).

Manufacturer narrative:
The unique identifier (UDI) # information is not available since the device was manufactured before 10/18/2015 ¿ date of implementation of UDI in manufacturing.

Event description:
It was reported that while the anesthesia system was in use it was issues with the flow. There was no patient harm. Manufacturer's reference #: (B)(4)